Event description:
It was reported the patient complained her ipg has migrated from the original pocket site. It was also reported the patient went to the hospital because the ipg was uncomfortable due to migration and the neurologist confirmed the ipg had migrated. The patient may undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.